Event description:
Litigation alleges that patient experienced pain, swelling, inflammatory reaction, difficulty walking, loosening of implant, and mutiple dislocations.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
A maude report ((B)(4)) was submitted by an attorney, with part and lot information that allowed the patient to be identified by invoice as the same one involved in this complaint.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).

Event description:
In addition to what were previously alleged, ppf alleges loosening of stem and metal wear/metallosis. However, after review of previous medical records for MDR reportability, operative notes indicate that both the stem and cup were solidly fixed.

Manufacturer narrative:
Product complaint # pc-(B)(4).

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes cc5fb1000, 2753088, and da5dx1000. A search of the complaint database finds additional reported incidents against lot code 2799755 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.